Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. The philips field service engineer (fse) inspected the system onsite and confirmed that the system indicated lap stop responding issue. Review of the log file didn't confirm the reported malfunction. The fse checked the system and found that the issue was in the software. The fse reinstalled the suite pc os & application which resolved the issue. After the repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system had an infinite booting problem. No harm to the patient or user was reported. Philips has started an investigation of this complaint.